Event description:
It was reported the catheter was being placed into an (B)(6) female pt's right radial artery in the micu. The pt was (B)(6). She had a medical history of heart failure and hypertension. The physician inserted the catheter over the wire, pulled back, and the coil over wire pealed/sheared off. The physician was unable to remove the wire so they removed both the wire and catheter as one. It was noted the catheter was kinked and partially broken off at the hub. The guide wire is unraveled and the core wire remained intact. A new kit was opened and used successfully on the pt. There was a delay in treatment and no pt death or complications reported.

Manufacturer narrative:
(B)(4).